Event description:
Information received from the field does not address the patient's clinical status but notes that the device interrogated in back-up mode. A software download successfully took the device out of back-up mode, but measured data showed battery voltage of 2.25v and >2500 ohms lead impedance. The device had been exposed to defibrillation.